Manufacturer narrative:
The product complaint analysis team has completed its investigation of the device which was returned. The results of the investigation conducted by the appropriate engineers and technicians are listed below: visual inspections & results: b/a washer present/condition, present/cut; damaged anvil / anvil shroud, no; damaged guide face, no; damaged knife, no; damaged other, no; damaged staple pockets, no; damaged trocar, no; missing parts, no; staples present/location, no; and tissue present/describe, no. Functional tests & results: 1st fire-setting/form/heights, high b/good; 1st fire-washer cut, good; indicator response, good; safety release, good; and trocar / anvil fit, good. Analysis conclusion: based on the info received and the visual and functional results, no conclusion could be reached as to what may have caused the reported incident. The instrument was reloaded and fired. It fired and formed all the staples as designed. There were no anomalies noted with the formation of the staples or with the instrument being difficult to fire. The reported incident could not be recreated. Mfg and engineering have been notified of the reported incident.

Event description:
It was reported the cdh33 was used during a low anterior resection. It was reported the device was difficult to fire and would not cut the tissue. The staples were malformed. There was no consequence to the patient.